Manufacturer narrative:
According to our records, the 8551 refill kit was used after expiration, making this event reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep). It was reported that the expired kit was part of their stock and the hcp knew it was recently expired.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (unknown dose and concentration) via implanted infusion pump. It was reported that the needle in the 8551 bent too easily when installed in the pump for refill. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. There were no applicable diagnostics/ troubleshooting performed. The hcp managed to use the needle in the kit and did the refill, but with a bent needle. The issue was resolved at time of report. The patient's medical history included pain. The patient's age, weight, and gender were asked, but unknown. The patient's status at time of report was alive - no injury. The device would not be returned as it was lost. No further information was reported.

Manufacturer narrative:
Continuation of d10: product ID 8551 lot# 0225502543 product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 8551, serial/lot #: (B)(6), ubd: 27-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.